Manufacturer narrative:
D4 and h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the biometric identifier (bio-ID) wont scan. A field service engineer remotely worked with user, then checked and reset universal serial bus (usb) device settings in device manager. Rebooted the station to complete the process. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier scanner was not scanning after reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.